Event description:
Our distributor in (B)(4) rec'd a call from one of their vns treating physicians reporting that their (B)(4) x5 handheld computer is not hold the battery charge. It was reported that they have had it plugged in for a week and every time they unplug it, the battery dies. The device was being stored on a stand at room temperature. It appeared to be in good condition and there was no known mishandling. The product has been shipped to the MFR and is pending being rec'd for analysis.